Manufacturer narrative:
Clarification to b3: patient reported "(B)(6) or (B)(6) of 2025". Clarification to d6a: patient reported "17 years ago". Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left side. Device was explanted.